Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Received multiple reports of sutures detaching from needle either when removing from packet or mid use. Usually used for fat layer in c/s, and used by registrars and consultants. The reports of faults have been over last month. The previous product complaint report was submitted. Other batches present in theatre with no alternative batches available. The current batch was reported by consultant. There was a potential to injure the staff if suture disconnects mid use. The box was removed from theatre as batch issue. Boxes with same batch number present in theatre as no different batch available. When sutures break mid use, the surgeons need to open more sutures and this delays the procedures completion. There was no adverse outcome for patients intraoperatively.